Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based on the information from olympus china, that this phenomenon was attributed to the failure of the main circuit board. The cause of the failure of the main circuit board is presumed to be the failure of the pressure sensor mounted on the main circuit board. The cause of the failure of the pressure sensor mounted on the main circuit board is presumed to be due to any of the following process errors. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter (epoxy) had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter (epoxy).

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the subject device could not be turned on due to the failure of the printed-circuit board. There was no report of patient injury associated with the event.